Event description:
It was reported that oversensing with inadequate shocks occurred approx. 30 months after implantation. Prior to this, there was adequate, effective shock therapy.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. Multiple signs of wear along the lead body were detected during inspection. Insulation was damaged due to friction in particular approx. 7.5 cm proximal to the lead tip. This damage is highly likely the cause of the artifacts in the complaint that led to oversensing with shocks. The damage observed suggests premature lead wear, which also suggests heavy mechanical loads on the lead. Reasons for an elevated level of stress on the lead in the implant state cannot be fully clarified without any x-ray images, diagnostic imaging of another sort or additional patient information. A variety of influencing factors should be considered for the reasons. Among these is a high level of lead in-growth in the distal region and a lead implantation site that is unfavorable. In addition, an individuals anatomy and any increased patient physical activity, particularly any involving the upper body, could play a role. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary, there was no indication of a materials defect or a manufacturing defect.